Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing unwanted side effects when the scs device was turned on and the amplitude was increased. Symptoms of bowel movements, involuntary discharge, and numbness in the lower extremities were noted. It was unknown if symptoms were device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing unwanted side effects when the scs device was turned on and the amplitude was increased. Symptoms of bowel movements, involuntary discharge, and numbness in the lower extremities were noted. It was unknown if symptoms were device related.